Manufacturer narrative:
Four devices were returned and evaluated. The evaluation results is as follows: four devices were received and evaluated for the complaint regarding the device fell off event. All devices were inspected and due to the adhesive foam pad used condition, the original adhesion properties could not be verified. The complaint about thrs device could not be confirmed.

Event description:
The patient reported that in the last month, 8 v-go 40 devices have fallen off with the v-go applied either to patient stomach or back of the arm. The patient stated that there is a lot of heat this summer and patient has been sweating more. The patient noticed that the v-go devices could become moist on both sides and many have fallen off within the first hour after application. The patient confirmed that she uses an alcohol swab to clean the infusion site prior to applying the v-go. The patient stated that she has tried using skintact but that has not helped and the v-go devices are still falling off.